Event description:
A verbal report was received from a hemodialysis user facility that reported a patient was having a dialyzer reaction. It was verbally reported by the rn manager that this patient becomes hypotensive 1 hour into the therapy. Also reported was that the patient was given ns, the blood reinfused and the patient transported to the hospital and underwent a cardiac workup with negative results. It was also reported that this patient does put on extra fluid between treatments. The rn also provided the treatment sheets, dialysis was initiated when 2 hours into the therapy the patient was noted to have a low bp of 97/58. The caregivers infused 200 ml of ns and then the patient proceeded to become unresponsive and respiratory arrested. O2 at 5l was given by ambu to assist respirations, the patient placed in trendelenburg, the patients blood was returned to the patient and 911 was called. It was noted the patient became unresponsive when the ns was infused as noted in the progress notes of event. Also the patient was noted to have facial redness, mouth foaming and no response to stimuli. No pulse detected. When assisting ventilations, a weak carotid pulse was noted. A sternal rub was performed as noted by the staff. At this point the patient was minimally responsive to oral commands. The patient became more responsive and was transported to the ER. The patient now is dialyzed with the 200nr with no further ill effect. The patient was discharged and able to continue outpatient dialysis as ordered with no ill effect from this event, there is no sample available for an evaluation.